Manufacturer narrative:
Results: device had been inspected before use with no issues noted, therefore, the damage was most likely related to the attempted use of the device during the procedure, balloon burst. Conclusions: device had been inspected before use with no issues noted, therefore, the damage was most likely related to the attempted use of the device during the procedure. (B)(4).

Event description:
Physician was attempting to use one sprinter legend balloon to pre-dilate a calcified lesion in the lad with 90% stenosis, but the balloon could not cross at the lesion due to the calcification. The device had been inspected before use with no issues noted. No clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the device was observed to be damaged (balloon burst). Evaluation summary: the device was returned for evaluation. The hypotube was kinked and the balloon had been inflated. The device failed negative prep. Pressure was applied to the device and water was seen exiting the balloon. A longitudinal tear was located on the balloon running the entire length of the balloon.